Event description:
Hcp reported the pump was explanted due to an infection. It was not returned to the manufacturer for analysis. A follow up report will be send when additional information is received.